Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and ketones were present. Contact alleged the infusion set was cause of elevated bg; however, could not verify. The infusion set was changed and insulin injection was administered to address bg.